Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged/malpositioned essure/partially positioned in the endometrial cavity,the essure coil in the left fallopian tube appears partially') in a 45-year-old female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with novasure concomitantly at the item of insertion" and device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included uterine dilation and curettage, menorrhagia and multiparous. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss,"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), fatigue ("fatigue,"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), migraine ("migraine headaches,"), nausea ("nausea,"), dizziness ("neurological conditions or problems: dizziness"), vertigo ("neurological conditions or problems: vertigo,"), depression ("psychological or psychiatric problems: depression"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain both"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, alopecia, bladder disorder, urinary tract disorder, dysmenorrhoea, pelvic pain, fatigue, vaginal infection, urinary tract infection, cystitis, migraine, nausea, dizziness, vertigo, depression, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, fatigue, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection, vertigo and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is an essure coil in the right fallopian tube. The essure coils in the left fallopian tube appears to be partially positioned in the endometrial cavity. The uterus is otherwise unremarkable. Impression: the ovaries are not definitively identified. There is a tubular structure in the left adnexa suggestive of a hydrosalpinx. The essure coil in the left fallopian tube appears partially within the region of the endometrial cavity. Correlates with surgical history. There are small foci of air within the urinary bladder. Correlate for recent instrumentation or gas producing infection. Ultrasound scan - on an unknown date: dislodged/malpositioned essure. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged/malpositioned essure/partially positioned in the endometrial cavity,the essure coil in the left fallopian tube appears partially') in a 45-year-old female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with novasure concomitantly at the tiem of insertion" and device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included uterine dilation and curettage, menorrhagia and multiparous. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss,"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), fatigue ("fatigue,"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), migraine ("migraine headaches,"), nausea ("nausea,"), dizziness ("neurological conditions or problems: dizziness"), vertigo ("neurological conditions or problems: vertigo,"), depression ("psychological or psychiatric problems: depression"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain both"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, alopecia, bladder disorder, urinary tract disorder, dysmenorrhoea, pelvic pain, fatigue, vaginal infection, urinary tract infection, cystitis, migraine, nausea, dizziness, vertigo, depression, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, fatigue, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection, vertigo and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is an essure coil in the right fallopian tube. The essure coils in the left fallopian tube appears to be partially positioned in the endometrial cavity. The uterus is otherwise unremarkable. Impression: the ovaries are not definitively identified. There is a tubular structure in the left adnexa suggestive of a hydrosalpinx. The essure coil in the left fallopian tube appears partially within the region of the endometrial cavity. Correlates with surgical history. There are small foci of air within the urinary bladder. Correlate for recent instrumentation or gas producing infection.. Ultrasound scan - on an unknown date: dislodged/malpositioned essure. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation. Amendment: the report was amended for the following reason: company causality comment amended. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged/ malpositioned essure/ partially positioned in the endometrial cavity, the essure coil in the left fallopian tube appears partially') in a (B)(6) year-old female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with novasure concomitantly at the time of insertion" and device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included uterine dilation and curettage, menorrhagia and multiparous. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss,"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), fatigue ("fatigue,"), vaginal infection ("infection (bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)"), cystitis ("infection (bladder/ urinary tract/ vaginal)"), migraine ("migraine headaches,"), nausea ("nausea,"), dizziness ("neurological conditions or problems: dizziness"), vertigo ("neurological conditions or problems: vertigo,"), depression ("psychological or psychiatric problems: depression"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain both"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, alopecia, bladder disorder, urinary tract disorder, dysmenorrhoea, pelvic pain, fatigue, vaginal infection, urinary tract infection, cystitis, migraine, nausea, dizziness, vertigo, depression, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, fatigue, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection, vertigo and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is an essure coil in the right fallopian tube. The essure coils in the left fallopian tube appears to be partially positioned in the endometrial cavity. The uterus is otherwise unremarkable. Impression: the ovaries are not definitively identified. There is a tubular structure in the left adnexa suggestive of a hydrosalpinx. The essure coil in the left fallopian tube appears partially within the region of the endometrial cavity. Correlates with surgical history. There are small foci of air within the urinary bladder. Correlate for recent instrumentation or gas producing infection. Ultrasound scan - on an unknown date: dislodged/malpositioned essure. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received: events device dislocation, endometrial ablation with novasure concomitantly at the time of insertion, essure confirmation test: no, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, hair loss, infection (bladder/ urinary tract/vaginal), migraines / headaches, nausea, neurological conditions or problems: dizziness and vertigo, pain, psychological or psychiatric problems: depression added. Lot number, lab data, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.